Event description:
It was reported that the handpiece did not home properly: the drill did not go in easily. As this was noticed during demo/lab, no patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the drill was removed from the handpiece; however, it was noticed that the drill guide support was bent sideways. This caused the drill and long attachment to be installed at an angle and not concentric with the snap lock assembly. The angle caused the difficulty in installing and removing the drill. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.